Manufacturer narrative:
Evaluation summary: dec 2, 2009. The original easystand bantam xs was returned to altimate medical on nov 24, 2009. Upon review of the unit, it was confirmed that a weld was missing on a bracket that provides a mounting point for the link connecting the footrest and knee holder assembly to the back bracket. The absence of the weld allowed pressure from the back bracket assembly, which also contains the tray mounting assembly to displace the bracket from its proper position and exceed the mechanical strength of the bracket, thereby causing it break off and allowing the tray/back combination to fall forward. The design strength lies in the presence of both welds due to the "forked" nature of the bracket, in which it encircles 3 sides of a square tube.

Event description:
A child was using an easystand bantam xs (extra small) when the bracket that provides a mounting point for the link connecting the footrest and knee holder assembly to the back bracket, failed causing the tray/back combination to fall forward. The child was not injured due to the fact that two attendants were nearby to support her.